Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after implant the patient complained of twitching and an interrogation noted poor thresholds. An x-ray confirmed the lead had dislodged. A cause of the dislodgement was sought during the lead revision. It indicated that the lead had not been fully inserted into the branch as it possibly became stuck due to the narrow branch. The lead was repositioned into a new branch, which had high threshold, but the decision was made to implant there as other options were not present. The lead remains in use. No further patient complications have been reported as a result of this event.